Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complaint alleged that during functional testing, the device had an abnormal bi-phasic waveform. Complainant indicated that there was no patient involvement in the reported malfunction.